Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event of peritonitis. The cause of peritonitis was not reported. Treatment rendered for the event of peritonitis was not reported. The patient was not recovered at the time of this report. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.